Event description:
It was reported that the r1 25 l sphb sensor - box stipulates >30 kg, however sensor packaging refers to sensor as adult/neonatal sensor <3 kg or >30 kg. Sphb is not licensed for neonates but seeing the packaging the customer enquired about the possibility of using the sensor on neonates. Dfu's do not refer to neonatal with regard to sensor application. There is no patient information available.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.